Event description:
It was reported the patient had low flows after leaving the operating room. A right ventricular assist device and extracorporeal membrane oxygenation (ECMO) support was inserted.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.